Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased pacing impedance measurements which later exceeded 2,000 ohms. The patient was evaluated in the clinic and all lead measurements were stable and within normal limits. There was no noise present or recorded by the patient's cardiac resynchronization therapy defibrillator (crt-d). A save to disk was analyzed boston scientific technical services (ts) which revealed that impedance have been increasing since december 2013 and there are saturated measurements. Evidence is suggestive of lead calcification per ts. The patient was evaluated and the physician plans to continue to monitor the observations at this time as the pacing thresholds have not changed. No adverse patient effects were reported. This product remains in-service.

Manufacturer narrative:
(B)(4). Additional information is expected. This report will be updated upon receipt of additional information.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information indicates that this system continues to exhibit high out of range pace impedance measurements. Recently, there were some episodes of noise and oversensing stored within the crt-d. The physician decided to turn off tachy therapies in order to avoid inappropriate therapy and monitor the patient remotely. The patient is not pacemaker dependent. This product remains in-service.